Event description:
The facility reported a fail code 810:04. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information,pt demographics, medication involved,or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.